Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 16 atmospheres. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 1mm in length and extended from a position 6mm proximal of the proximal markerband to 16mm distal of the proximal markerband. A visual examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device.

Event description:
It was reported that balloon rupture occurred. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 16 atmospheres. The procedure was completed with another of the same device. No patient complications were reported. It was further reported that the 70% stenosed target lesion was located in the mild tortuous upper arm arteriovenous fistula. The balloon ruptured upon first inflation for under the 1 minute. The device was removed from the patient and no patient complications were reported.